Event description:
It was reported that during advancement of an embolization coil through a microcatheter, the coil became stuck in the microcatheter. The coil was removed using an intravascular snare. No add'l info was made available to help clarify this incident. No harm was reported.

Manufacturer narrative:
Sample analysis: the device was returned with the implant detached from the delivery pusher. The delivery pusher was tested for electrical continuity and met specification. The attachment tether that holds the implant intact with the delivery pusher has evidence of being detached by the detachment controller as it is melted. The lead wires have separated from the core wire of the delivery pusher. We can not determine if the microcatheter contributed to this incident as it was not returned for eval. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.